Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated dam. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during initial implant, after placement, the right atrial (ra) lead appeared bent at the part of the lead that rotates to extend the helix. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.